Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent jailing occurred. /\fter a synergy stent was deployed in the circumflex (cx) artery, it was noticed that jailing in the obtuse marginal (om) branch had occurred. A 2.5x16mm synergy ii drug-eluting stent was then advanced through the previously deployed stent in the cx artery but failed to cross the distal om lesion. When the device was removed, the stent got dislodged from the delivery system and the physician used a 1.5mm balloon to remove the stent from the patient's body. No further patient complications were reported.